Manufacturer narrative:
Eval results: physical appearance: no external signs of burnt residue. Internal inspection revealed burnt components on right hand corner of driver board, melted harness which is along side driver board and burn traces along side corner of door near fan. Final eval results: physical appearance: no external signs of burnt residues. Internal inspection revealed burnt components on right hand of driver board, melted harness along side of driver board, and burn traces along side corner of door near fan. Eval: device was received on 6/12/1997 and preliminary eval was conducted. Internal inspection revealed capacitors c109 and c34 on driver panel circuit board (pcb) burnt and harness partially melted. Power was not applied to device due to damage on pcb. C109 showed signs of extreme heat and upon removal disintegrated. Closer inspection revealed heat burnt a hole under c109 through pcb. C34 showed signs of heat damage. Driver pcb was remvoved, capacitors and associated damagecd traces were replaced. New harness was intalled in device. Driver pcb was tested on test bed fixture and passes test bed 8200d procedure. Repaired driver pcb was installed in device, power was applied and pcb functioned properly. Performed subassembly test and burn-in test procedure (48 hours) section 6.1 to 6.8 and 12.0. After burn-in performed mi 5-334, driver pcb test 6.1 to 6.8 and disposable test procedure sections mi 5-327 elements 140 (2 runs). Device passes all required tests. Functional test data: subassembly burn-in test procedure mi 5-334, driver pcb test 6.1 to 6.8 and 12.0 and disposable test mi 5-327, and test bed 8200d. Conclusion: c109, c34 and harness on the he drive pcb were replaced due to excessive heat damage. Once repaired the driver pcb functioned properly and passed all required tests. Failure could not be recreated. Possible cause of failure to driver pcb can be attributed to component aging (c109).

Event description:
On 5/28/97 after the plasmapheresis procedure the phlebotomist noticed smoke coming out of the back of the machine by the fan. The machine displayed a plug in power cord message. The supervisor was called and he noticed that the machine was correctly plugged and no reason for the message to appear. The machine continued to smoke from the back. There was no injury to the donor or healthcare personnel. The back of the machine was removed. The supervisor noticed a small flame on driver board on the upper right hand corner of the machine. The harness on the cable was melting and on fire. The reporting source descibed the fire was very small with the flames going out approximately 2-3 inches. The supervisor blew the fire out with his mouth and placed the equipment out of service. The reporting source stated that no one was hurt. 1. Each event problem code (pt/device code) addressed in labeling? No